Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 72.8cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. During introduction of a 3.00mm x 8mm emerge¿ balloon catheter into the guide, the shaft broke inside the guide. The device never went into the patient's body. A 2.5x8mm emerge balloon catheter was used and completed the procedure. No patient complications were reported.